Event description:
According to the facility on (B)(6) in an or surgery, the product was being used when being applied to a surgical closure in the or. The patient experienced a rash as a reaction.

Manufacturer narrative:
According to the facility on (B)(6) in an or surgery, the product was being used when being applied to a surgical closure in the or. The patient experienced a rash as a reaction. After the issue was noted, antibiotics were needed. The patient seems to be recovering with antibiotics. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.